Manufacturer narrative:
Concomitant medical products: non-bd baxter solution set 15 micron filter, lot: gd903112; non-bd baxter solution set 15 micron filter, lot: gd901744, therapy date: unk. The customer¿s report of an unspecified product issue was confirmed. Visual inspection of the set 1 noted that the silicone tubing was incorrectly assembled at the upper fitment. Visual inspection of the set 2 noted separation between the tubing and second smartsite inlet port due to insufficient solvent applied at the engagement. Visual inspection of the set 3 noted clear fluid inside the tubing. There were no other anomalies observed. Functional testing performed on set 1 resulted in blue-dyed water would not enter the drip chamber and the set would not prime. Functional testing was not necessary for set 2 as it is obvious that a leak would occur as a result of the separation. Functional testing was performed for set 3 confirmed leaking at the connection between the tubing and second smartsite outlet port. Closer inspection under magnification revealed that tubing was not fully inserted and had insufficient solvent. Dimensional analysis was performed on set 2 and tubing measured to be within specification. The root cause of the customer's report (set 1) was a manufacturing issue due to incorrect assembly of the pump segment at the upper fitment. The root cause of the customer¿s report (set 2 and 3) was a manufacturing issue due to insufficient solvent being applied at the junction of the macro bore tubing for the separation and leak issue.

Event description:
Unexpected product was received with unspecified issue. Upon investigation, it was found to have leaks.